Event description:
It was reported that the device was not able to be interrogated. The device was subsequently explanted. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of the inability to communicate with the device was confirmed in the laboratory was due to low battery voltage. The cause of the low battery voltage was premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.